Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred. Additionally, the customer reported that there was "no delivery" by the pump, cause was unknown. No additional information was provided and the customer declined troubleshooting with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose.